Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer that the customer had been hospitalized. The contact did not provide further information. Multiple attempts were made to contact the customer for more information; however, the customer did not respond to the requests.